Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not delivering insulin. The customer also reported that the insulin pump was over delivering as well. The customer mentioned that they found small air bubbles. The customer's blood glucose was 346 mg/dl at the time of incident. The customer's blood glucose was 346 mg/dl at the time of call. The customer performed displacement test and the insulin pump alarmed no reservoir. The insulin pump will not be returned for analysis.